Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08198. The pt received the scs system on (B)(6) 2010. It was reported that the pt lost partial pain coverage. Reprogramming attempts were unable to resolve the issue. An x-ray reveled that the leads migrated. A lead revision was scheduled. No further info is available at this time.